Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 12mm x 2.50mm nc quantum apex balloon was advanced to the lesion and was inflated to 14 atmospheres on the first inflation. On the second inflation, the balloon ruptured at 16 atmospheres. The physician removed the device from the patient and confirmed the balloon ruptured. There was no kink prior to use and no resistance during the procedure. The device was retrieved intact from the patient and the procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the distal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 12mm x 2.50mm nc quantum apex balloon was advanced to the lesion and was inflated to 14 atmospheres on the first inflation. On the second inflation, the balloon ruptured at 16 atmospheres. The physician removed the device from the patient and confirmed the balloon ruptured. There was no kink prior to use and no resistance during the procedure. The device was retrieved intact from the patient and the procedure was completed with a different device. No patient complications were reported and the patient status is good.